Manufacturer narrative:
(B)(4)

Event description:
It was reported there was a stimulation/therapy issue of overstimulation. It was noted the patient turned off his spinal cord stimulator and consulted with his pain physician. It was noted an appointment was set with a manufacturer representative to troubleshoot. It was logged there was trouble shooting and impedance check conducted on (B)(6) 2014, and spinal cord stimulator was turned on to original settings with no issues "whatsoever". It was reported that impedance testing was performed, the product issue was resolved and the cause of the issue was not determined. It was logged the products remained implanted and functional with no apparent issues or stimulation discomfort to the patient. It was noted the patient status at the time of the report was alive with no injury. It was reported the patient experienced a burning sensation. It was noted there was low back burning sensation, stimulation shot up the patient's upper back, shoulders, fingers, and down the legs. It was logged the patient had blistering on the low back region and went to the hospital. It was noted there was no definitive answer as to what the treating physician determined to be the cause.

Event description:
It was reported that there was a possible shingles outbreak. There were no abnormal impedance measurements. It was noted that the event was not due to the implantable neurostimulator (ins). The issue was not due to the lead or extension. To the knowledge of the healthcare professional (hcp) the event was not due to programming or the programmer. It was noted that no surgical intervention had occurred. It was noted that there was a line drawn through the section related to interventions with ¿no¿ written next to it. Signs and symptoms associated with the reported event included blisters and pain. The patient outcome was no injury. The hcp noted that the event was not associated with the ins generator or charging system as far as they were able to deduce.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n328318, implanted: (B)(6) 2012, product type: accessory. (B)(4).